Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: product ID: 97755,. Serial/lot #: (B)(6) was returned for product analysis. Analysis found the cable insulation as pulling at the donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having difficulty charging the implant and stated the insulation had pulled away from the recharger where the cord met the antenna. The patient stated the part in the cord that was separated burns, and was giving the patient burns on their skin and most of the time it wouldn't charge. The patient clarified they were not injured. It would state 100% but it was not charging the ins. A new recharger was requested. No further complications were reported or anticipated.